Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there were crimp marks visible on the balloon and in between markers suggesting the stent was originally positioned correctly and securely at the time of manufacture, it is likely that inadvertent mishandling during unpackaging/ sheath removal resulted in the reported stent dislodgment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during removal of the protective yellow sheath, prior to use, the xience alpine stent implant dislodged and remained in the sheath. There was no patient involvement. The device was not used. There was no reported clinically significant delay in the procedure. No additional information was provided.